Event description:
Event description guidant received information that during the device replacement procedure, this right ventricular lead exhibited high threholds and high out-of-range impedance measurements. The lead was surgically abandoned and replaced. A new device was also implanted.